Event description:
Boston scientific received information that the patient with this implantable lead experienced muscle stimulation. It was determined that the lead had dislodged. A revision procedure was performed where the lead was capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.